Event description:
Caller states that during a correlation study the following coaguchek/lab results were obtained: 4.4 inr/2.93 inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Caller states that during a correlation study the following coaguchek/lab results were obtained: 5.9 inr/3.86 inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.